Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a pump running a critical medication received error 2042 when an auto-programming update was sent. This interrupted the infusion of a patient's critical med and forced pump shut down.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation. The logs were provided for review. Log review shows on 3/22/2025 and 11:18pm a continuing infusion of 176.77ml and rate of 53.17ml/hr (dl: norepi4; dose rate .200mcg/kg/min. Weight 70.9kg). On 3/23/2025 and 12:25am with volume infused to 236.55ml ap error codes 0, 204 and 1026 were recorded, ap text entry proposal, user confirmation of dose rate .200mcg/kg/min, new vtbi of 250ml and da 2042. B. Braun melsungen ag has indicated that the software anomaly will be addressed in the next version of infusomat software (version u18). As an interim measure, their investigation identified that the reported device alarm does not occur if the infusion is stopped prior to updating the order if auto-programming is in use. In the case of manual programming halting the infusion prior to adjusting infusion parameters may also prevent occurrence of this or similar alarms. Additionally, b. Braun medical inc. Recommends that any critical, life-sustaining medications where the device alarm has been encountered be removed from auto-programming workflows until release of the updated software. All information concerning this reported incident has been included in our trend analysis of the product line.